Event description:
Complainant reports that a balloon was replaced in 2008, and it fell out on the evening about 5 days later. Balloon appeared dirty and torn. It was replaced on the morning of the next day. No feeds were missed.

Manufacturer narrative:
Examination of the returned sample revealed that the balloon rupture was confirmed. Ross standard procedure includes attempting to obtain all required information from the source.